Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture", baker grade unknown.

Event description:
Patient reported, right side "capsular contracture. Swelling of the submandibular glands, back pain, fatigue, etc., symptoms still undiagnosed" and "despair". The device has been explanted. Events ¿swelling of the submandibular glands¿ and "fatigue" are not device related.